Event description:
Boston scientific received information that the patient with this device presented to the hospital after having a syncopal episode. The patient was in complete heart block with a heart rate in the 20's. When the local boston scientific field representative interrogated the device, the right ventricular outputs were noted to be at the maximum. Pacing impedances were normal and there was not noise on the electrograms. The field representative was to discuss an action plan with the physician. A request for additional information has been made. The lead remains in service.

Manufacturer narrative:
As of today, additional information has not been received. If additional information becomes available, this report will be updated.

Event description:
Subsequent information from the local boston scientific field representative indicates that the lead was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
--